Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed on the rv lead. No action was taken during the time of the event. No further information available.

Manufacturer narrative:
As received, a lead was returned in two pieces measuring 13.1 cm. (Connector portion) and 50.9 cm. (Distal portion). Visual examination found external insulation abrasion exposing the right electrode (re) coil from 5.5 - 5.6 cm. From the connector pin, as well as significant calcification from 0.1 - 6.5 cm. From the distal tip and the helix extended and clogged with blood/tissue. X-ray examination found the helix bent and no other anomalies. No conductor fractures or internal shorts were noted. The reported event of high defibrillation impedance was confirmed and attributed to the significant calcification. Additional findings: the connector portion of the lead had external insulation abrasion exposing the re coil. This is consistent with friction to the device can.

Event description:
New information received: patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance issue was observed. No other electrical anomalies were observed. It was recommended for the patient to be brought into the clinic for isometric testing, for further lead checks and for possible chest x-ray revisions. New programming changes were to be made during the patient's next in clinic visit. Patient was asymptomatic and will continue to be monitored remotely via merlin.net transmission. No further information available.

Event description:
New information received: lead was explanted and a new lead was implanted due to high, out of range, high voltage lead impedance issue. Device was upgraded during this procedure with no allegation of malfunction. The patient was stable prior, during and post procedure.